Event description:
On (B)(6) 2010, the patient and his mother contacted animas alleging that his blood glucose levels have been elevated for the past 3 weeks. The patient's mother claimed that he would wake up with a normal bg (140 mg/dl range) but within a few hours, his bg reading would be hi on meter. According to the owners manual, the device will display "high glucose" if a bg level exceeding 600 mg/dl is possibly detected. The animas representative noted that the patient had been using one site election for the past several years. The patient's mother confirmed no signs of scar tissue, bleeding, or leakage at the site. She also denied that the cannula was bent or kinked upon removal. The patient's mother claimed that the patient was using insulin at room temperature. She also claimed that the patient did not have a change of medications or exercise. Although a review of the bolus history revealed several days with no boluses, the patient's mother adamantly claimed that the patient was bolusing. She alleged that the pump was not recording the boluses correctly. Also, a review of the pump's history revealed that occlusion alarms occurred 2 times within the past 3 weeks in addition to 2 empty cartridge alarms. The patient was advised by the animas representative to use a backup plan for insulin delivery. This complaint is being reported due to the following conclusion: the patient and his mother claimed that he was having elevated blood glucose levels (possibly exceeding 600 mg/dl) while using the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.